Event description:
Information was received from a patient receiving baclofen (unknown) and morphine (unknown) at unknown concentrations/doses via an implantable pump for spinal pain. It was reported that the pump was taken out "about a year and a half ago" because they were having "adverse reactions" to the mesh lining that was wrapped around the first pump. Patient stated the mesh in the old pump site was full of fluid. It was also reported that they had to have surgery to get the mesh taken out of their stomach last month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.